Event description:
The manufacturer received information alleging the device is not working properly and not making a mist. The device does not turn on and blow air. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.